Manufacturer narrative:
This device will be returned for analysis. Upon analysis completion this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was alleged to be depleting prematurely. It was noted that the past three month the device battery had decreased by 6%, which did not appear alarming. However, based on a report via remote monitoring from (B)(6) 2021 to (B)(6) 2021 the device battery had decreased from 47% to 16%. A review of the device data by engineering confirmed that the device showed a power consumption increasing in a gradual fashion and confirmed premature battery depletion. The device should have enough capacity for 62 days. The device should be explanted and returned at this time. Additional information noted that the device was explanted and will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was alleged to be depleting prematurely. It was noted that the past three month the device battery had decreased by 6%, which did not appear alarming. However, based on a report via remote monitoring from (B)(6) 2021 the device battery had decreased from 47% to 16%. A review of the device data by engineering confirmed that the device showed a power consumption increasing in a gradual fashion and confirmed premature battery depletion. The device should have enough capacity for 62 days. The device should be explanted and returned at this time. Additional information noted that the device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was alleged to be depleting prematurely. It was noted that the past three month the device battery had decreased by 6%, which did not appear alarming. However, based on a report via remote monitoring from (B)(6) 2021 to (B)(6) 2021 the device battery had decreased from 47% to 16%. Additional information noted that the battery decreased further from 16% to 10% remaining longevity in a three month period. A review of the device data by engineering confirmed that the device showed a power consumption increasing in a gradual fashion and confirmed premature battery depletion. The device should have enough capacity for 62 days. The device should be explanted and returned at this time. No adverse patient effects were reported. This device remains implanted.